Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that malignant glaucoma was confirmed in a patient's eye with implanted anterior chamber lens in second implantation. The vitreous body was incarcerated to anterior chamber lens and iris, which caused malignant glaucoma. The patient received medical treatment. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. A photo was provided of the lens in the eye. Model can't be determined from a photo. The photo was reviewed by a company physician: one photo was provided for review showing what appears like a slight irregular pupil and a decentered anterior chamber iol, with no visibility of the superior haptic position. Vitreous incarceration in anterior chamber or it's contribution to malignant glaucoma cannot be determined from the provided photo. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause for the reported malignant glaucoma cannot be determined. It is unknown how the iol may have contributed to the event. (B)(4).